Manufacturer narrative:
Submit date: 12/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports that while inspecting the gloves after installing, they noticed the lite gloves were broken. New ones were used. No patient involvement.